Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis and seizures. The customer stated that she has epilepsy and she may have had the seizures while bolusing for her high blood glucose levels. Troubleshooting was performed and the insulin pump was programmed correctly. The customer stated that her dr wanted the insulin pump replaced. No further troubleshooting was performed. Advised the customer that the insulin pump would be replaced. Also advised the customer to try a different infusion set.